Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the coils had migrated and been extruded through the fallopian tube/ unable to find essure device/migration of essure device") and device expulsion ("migration of essure device :uterus") in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didnot undergo essure confirmation test". The patient's past medical history included multigravida, parity 2, c-section and tubal ligation (2004). Previously administered products included for an unreported indication: depo-provera and pcn. Past adverse reactions to the above products included rash with pcn. Concurrent conditions included morbid obesity, allergic rash, multiparous and general anesthesia. Family history included liver transplant (husband). Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. On unknown date in (B)(6) 2004, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic discomfort.on (B)(6) 2005, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced adverse event ("other complications"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy/laparoscopic tubal sterilization by application of falope ring on right fallopian tub). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the fallopian tube perforation, device expulsion, adverse event, depression and anxiety outcome was unknown. The reporter considered adverse event, anxiety, depression, device expulsion and fallopian tube perforation to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. There were three coils noted off the right tubal occlusion and two off the left side in the intrauterine cavity. Three coils were noted to be in the intrauterine cavity, at the conclusion af the operation, both the essure devices appeared to be in good approximation and good position. She declines being on any other types of birth control. On the (B)(6) 2005 the plantiff was made aware that we will look for the essure device which has been expelled and that we may not be able to remove that. Plaintiff was submitted to a salpingectomy/laparoscopic tubal sterilization by application of falope ring on right fallopian tube. However, when asked if she had her essure (or any part of the device) removed, she answered: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.2 kg/sqm. On (B)(6) 2005: gynaecological examination : one of the coils had migrated and had been extruded through the fallopian tube. (B)(6) 2005:hysterosalpingogram showed extrusion.of the right essure device into the peritoneal cavity with patency of the right tube but occlusion of left tube. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received. Events: depression and mental anguish were added. Concomitant drugs were added.fu 4 and 5 processed together. Previously reported event from medical records "essure device which has been expelled" was replaced by "migration of essure device: uterus" reported in pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the coils had migrated and been extruded through the fallopian tube/ unable to find essure device/migration of essure device') and device expulsion ('migration of essure device :uterus') in a 30-year-old female patient who had essure (ess205) (batch no. 10364148-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test." The patient's medical history included multigravida, parity 2, c-section and tubal ligation (2004). Previously administered products included for an unreported indication: depo-provera and pcn. Past adverse reactions to the above products included rash with pcn. Concurrent conditions included morbid obesity, allergic rash, multiparous and general anesthesia. Family history included liver transplant (husband). Concomitant products included medroxyprogesterone acetate depo provera (B)(6) 2004 to (B)(6) 2005, nsaids and paracetamol (acetaminophen). In (B)(6) 2004, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic discomfort. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced adverse event ("other complications"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy/laparoscopic tubal sterilization by application of falope ring on right fallopian tub). At the time of the report, the fallopian tube perforation, device expulsion, adverse event, depression and anxiety outcome was unknown. The reporter considered adverse event, anxiety, depression, device expulsion and fallopian tube perforation to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. There were three coils noted off the right tubal occlusion and two off the left side in the intrauterine cavity. Three coils were noted to be in the intrauterine cavity, at the conclusion af the operation, both the essure devices appeared to be in good approximation and good position. She declines being on any other types of birth control. On the (B)(6) 2005 the plaintiff was made aware that we will look for the essure device which has been expelled and that we may not be able to remove that. Plaintiff was submitted to a salpingectomy/laparoscopic tubal sterilization by application of falope ring on right fallopian tube. However, when asked if she had her essure (or any part of the device) removed, she answered: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.2 kg/sqm. Hysterosalpingogram on (B)(6) 2005: showed extrusion. Of the right essure device into the peritoneal cavity with patency of the right tube but occlusion of left tube. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the coils had migrated and been extruded through the fallopian tube/ unable to find essure device") and device expulsion ("essure device which has been expelled") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, c-section and tubal ligation (2004). Previously administered products included for an unreported indication: pcn and depo-provera. Past adverse reactions to the above products included rash with pcn. Concurrent conditions included obesity, allergic rash, multiparous and general anesthesia. Family history included liver transplant (husband). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, 3 months 5 days after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic discomfort. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant) and adverse event ("other complications"). The patient was treated with surgery (salpingectomy/laparoscopic tubal sterilization by application of falope ring on right fallopian tub). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, device expulsion and adverse event outcome was unknown. The reporter provided no causality assessment for device expulsion with essure (ess205). The reporter considered adverse event and fallopian tube perforation to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. There were three coils noted off the right tubal occlusion and two off the left side in the intrauterine cavity. Three coils were noted to be in the intrauterine cavity, at the conclusion af the operation, both the essure devices appeared to be in good approximation and good position. She declines being on any other types of birth control. On the (B)(6) 2005 the plaintiff was made aware that we will look for the essure devise which has been expelled and that we may not be able to remove that. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.2 kg/sqm. On (B)(6) 2005: gynaecological examination : one of the coils had migrated and had been extruded through the fallopian tube. On (B)(6) 2005:hysterosalpingogram showed extrusion.of the right essure device into the peritoneal cavity with patency of the right tube but occlusion of left tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet and medical records received. Medical history, concomitant medications, lab data were added. Events were added per mr: essure device which has been expelled. Essure placement date updated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the coils had migrated and been extruded through the fallopian tube/ unable to find essure device/migration of essure device') and device expulsion ('migration of essure device :uterus') in a 30-year-old female patient who had essure (ess205) (batch no. 10364148-inv,10564148) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didnot undergo essure confirmation test". The patient's medical history included multigravida, parity 2, c-section and tubal ligation (2004). Previously administered products included for an unreported indication: depo-provera and pcn. Past adverse reactions to the above products included rash with pcn. Concurrent conditions included morbid obesity, allergic rash, multiparous, general anesthesia and overweight. Family history included liver transplant (husband). Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2004 to (B)(6) 2005, nsaids and paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic discomfort. On (B)(6) 2005, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced adverse event ("other complications"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy/laparoscopic tubal sterilization by application of falope ring on right fallopian tub). At the time of the report, the fallopian tube perforation, device expulsion, adverse event, depression and anxiety outcome was unknown. The reporter considered adverse event, anxiety, depression, device expulsion and fallopian tube perforation to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. There were three coils noted off the right tubal occlusion and two off the left side in the intrauterine cavity. Three coils were noted to be in the intrauterine cavity, at the conclusion af the operation, both the essure devices appeared to be in good approximation and good position. She declines being on any other types of birth control. On the (B)(6) 2005 the plantiff was made aware that we will look for the essure device which has been expelled and that we may not be able to remove that. Plaintiff was submitted to a salpingectomy/laparoscopic tubal sterilization by application of falope ring on right fallopian tube. However, when asked if she had her essure (or any part of the device) removed, she answered: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: showed extrusion.of the right essure device into the peritoneal cavity with patency of the right tube but occlusion of left tube.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2021: mr received. Reporter's information added. Medical history added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the coils had migrated and been extruded through the fallopian tube/ unable to find essure device/migration of essure device') and device expulsion ('migration of essure device :uterus') in a 30-year-old female patient who had essure (ess205) (batch no. 10364148-inv,10564148-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didnot undergo essure confirmation test". The patient's medical history included multigravida, parity 2, c-section and tubal ligation (2004). Previously administered products included for an unreported indication: depo-provera and pcn. Past adverse reactions to the above products included rash with pcn. Concurrent conditions included morbid obesity, allergic rash, multiparous, general anesthesia and overweight. Family history included liver transplant (husband). Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2004 to (B)(6) 2005, nsaids and paracetamol (acetaminophen). In (B)(6) 2004, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic discomfort. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced adverse event ("other complications"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy/laparoscopic tubal sterilization by application of falope ring on right fallopian tub). At the time of the report, the fallopian tube perforation, device expulsion, adverse event, depression and anxiety outcome was unknown. The reporter considered adverse event, anxiety, depression, device expulsion and fallopian tube perforation to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. There were three coils noted off the right tubal occlusion and two off the left side in the intrauterine cavity. Three coils were noted to be in the intrauterine cavity, at the conclusion af the operation, both the essure devices appeared to be in good approximation and good position. She declines being on any other types of birth control. On the (B)(6) 2005 the plantiff was made aware that we will look for the essure device which has been expelled and that we may not be able to remove that. Plaintiff was submitted to a salpingectomy/laparoscopic tubal sterilization by application of falope ring on right fallopian tube. However, when asked if she had her essure (or any part of the device) removed, she answered: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: showed extrusion.of the right essure device into the peritoneal cavity with patency of the right tube but occlusion of left tube.. Lot number reported 10564148 is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the coils had migrated and been extruded through the fallopian tube/ unable to find essure device/migration of essure device") and device expulsion ("essure device which has been expelled") in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didnot undergo essure confirmation test". The patient's past medical history included multigravida, parity 2, c-section and tubal ligation (2004). Previously administered products included for an unreported indication: pcn and depo-provera. Past adverse reactions to the above products included rash with pcn. Concurrent conditions included morbid obesity, allergic rash, multiparous and general anesthesia. Family history included liver transplant (husband). In (B)(6) 2004, 3 months 6 days after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic discomfort. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant) and adverse event ("other complications"). The patient was treated with surgery (salpingectomy/laparoscopic tubal sterilization by application of falope ring on right fallopian tub). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, device expulsion and adverse event outcome was unknown. The reporter provided no causality assessment for device expulsion with essure (ess205). The reporter considered adverse event and fallopian tube perforation to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. There were three coils noted off the right tubal occlusion and two off the left side in the intrauterine cavity. Three coils were noted to be in the intrauterine cavity, at the conclusion af the operation, both the essure devices appeared to be in good approximation and good position. She declines being on any other types of birth control. On the (B)(6) 2005 the plantiff was made aware that we will look for the essure devise which has been expelled and that we may not be able to remove that. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.2 kg/sqm. On (B)(6) 2005: gynaecological examination : one of the coils had migrated and had been extruded through the fallopian tube (B)(6) 2005:hysterosalpingogram showed extrusion.of the right essure device into the peritoneal cavity with patency of the right tube but occlusion of left tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received, event added- device monitoring procedure not performed, events onset date added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the coils had migrated and been extruded through the fallopian tube/ unable to find essure device/migration of essure device') and device expulsion ('migration of essure device :uterus') in a 30-year-old female patient who had essure (ess205) (batch no. 10364148-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didnot undergo essure confirmation test". The patient's medical history included multigravida, parity 2, c-section and tubal ligation (2004). Previously administered products included for an unreported indication: depo-provera and pcn. Past adverse reactions to the above products included rash with pcn. Concurrent conditions included morbid obesity, allergic rash, multiparous and general anesthesia. Family history included liver transplant (husband). Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2004 to (B)(6) 2005, nsaids and paracetamol (acetaminophen). In (B)(6) 2004, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic discomfort. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced adverse event ("other complications"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy/laparoscopic tubal sterilization by application of falope ring on right fallopian tub). At the time of the report, the fallopian tube perforation, device expulsion, adverse event, depression and anxiety outcome was unknown. The reporter considered adverse event, anxiety, depression, device expulsion and fallopian tube perforation to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. There were three coils noted off the right tubal occlusion and two off the left side in the intrauterine cavity. Three coils were noted to be in the intrauterine cavity, at the conclusion af the operation, both the essure devices appeared to be in good approximation and good position. She declines being on any other types of birth control. On the (B)(6) 2005 the plantiff was made aware that we will look for the essure device which has been expelled and that we may not be able to remove that. Plaintiff was submitted to a salpingectomy/laparoscopic tubal sterilization by application of falope ring on right fallopian tube. However, when asked if she had her essure (or any part of the device) removed, she answered: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: showed extrusion.of the right essure device into the peritoneal cavity with patency of the right tube but occlusion of left tube.. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-jun-2020: update of information (batch is not valid) product technical complaint based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The case describes the occurrence of fallopian tube perforation ('one of the coils had migrated and been extruded through the fallopian tube/ unable to find essure device/migration of essure device') and device expulsion ('migration of essure device :uterus'). The occurrence of additional non-serious events is detailed below. Co-suspect products included essure (ess205) (batch no. 10364148-not valid) for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "patient didnot undergo essure confirmation test". The patient's medical history included multigravida, parity 2, c-section and tubal ligation (2004). Previously administered products included for an unreported indication: depo-provera and pcn. Past adverse reactions to the above products included rash with pcn. Concurrent conditions included morbid obesity, allergic rash, multiparous and general anesthesia. Family history included liver transplant (husband). Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2004 to (B)(6) 2005, nsaids and paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic discomfort. On (B)(6) 2005, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced adverse event ("other complications"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy/laparoscopic tubal sterilization by application of falope ring on right fallopian tub). At the time of the report, the fallopian tube perforation, device expulsion, adverse event, depression and anxiety outcome was unknown. The reporter considered adverse event, anxiety, depression, device expulsion and fallopian tube perforation to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. There were three coils noted off the right tubal occlusion and two off the left side in the intrauterine cavity. Three coils were noted to be in the intrauterine cavity, at the conclusion af the operation, both the essure devices appeared to be in good approximation and good position. She declines being on any other types of birth control. On the (B)(6) 2005 the plantiff was made aware that we will look for the essure device which has been expelled and that we may not be able to remove that. Plaintiff was submitted to a salpingectomy/laparoscopic tubal sterilization by application of falope ring on right fallopian tube. However, when asked if she had her essure (or any part of the device) removed, she answered: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: showed extrusion.of the right essure device into the peritoneal cavity with patency of the right tube but occlusion of left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the coils had migrated and been extruded through the fallopian tube/ unable to find essure device/migration of essure device') and device expulsion ('migration of essure device :uterus') in a 30-year-old female patient who had essure (ess205) (batch no. 10364148) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included multigravida, parity 2, c-section and tubal ligation (2004). Previously administered products included for an unreported indication: depo-provera and pcn. Past adverse reactions to the above products included rash with pcn. Concurrent conditions included morbid obesity, allergic rash, multiparous and general anesthesia. Family history included liver transplant (husband). Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2004 to (B)(6) 2005, nsaids and paracetamol (acetaminophen). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic discomfort. On (B)(6) 2005, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced adverse event ("other complications"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy/laparoscopic tubal sterilization by application of falope ring on right fallopian tub). At the time of the report, the fallopian tube perforation, device expulsion, adverse event, depression and anxiety outcome was unknown. The reporter considered adverse event, anxiety, depression, device expulsion and fallopian tube perforation to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. There were three coils noted off the right tubal occlusion and two off the left side in the intrauterine cavity. Three coils were noted to be in the intrauterine cavity, at the conclusion af the operation, both the essure devices appeared to be in good approximation and good position. She declines being on any other types of birth control. On the 17 mar 2005 the plantiff was made aware that we will look for the essure device which has been expelled and that we may not be able to remove that. Plaintiff was submitted to a salpingectomy/laparoscopic tubal sterilization by application of falope ring on right fallopian tube. However, when asked if she had her essure (or any part of the device) removed, she answered: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: showed extrusion.of the right essure device into the peritoneal cavity with patency of the right tube but occlusion of left tube. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: lot number, essure removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.